Manufacturer narrative:
Before using an infiniti diagnostic catheter for a procedure, the hub was found "cracked." The two other catheters in the multipac were undamaged. The broken hub was noted when the catheters were removed from the package. The damaged unit was not used. As reported, the package did not seem damaged and there seemed to be no broken pieces in the pouch. The multipac concerned was stored as usual, hanging in the catheter cabinet. The packs normally get taken out of the box and hung on the hooks in the catheter cabinet. One non-sterile 4fr infiniti diagnostic pigtail catheter was received coiled in a plastic bag. The catheter hub was broken and a piece of the molded hub was missing. The shaft was kinked 32cm distal to the hub; this may have been related to return shipping. No other anomalies were observed on the unit. During sem analysis of the luer hub crack, it was determined that cutting and material degradation were not root causes, as there were no characteristics typical of these failures noted in the sample. The exact cause of this hub crack could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint was confirmed; a piece of the hub had splintered away. Although the root cause of the hub splintering could not be determined, it does not appear to be related to the manufacturing process. It is not known if some storage or handling issues may have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Prior to use, the hub of pigtail in the multipack was cracked when packaging was opened. The other 2 catheters in the multipack (jr4 and jl4) were intact. The broken catheter was noticed once taken out of the package and was not used in the patient. The package did not seem damaged and there seemed to be no broken pieces in the pack.